Event description:
It was reported that when performing a priming at a pre-use check, the customer found leakage of medical fluid from the smiths medical fluid warmer. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received with a broken luer. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to the supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.